Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported that during a surgical procedure it was observed that the motor device "would not hold the drill bit." The motor device was in use with an attachment and cutter device. According to the reporter, the cutter device was loaded correctly when the motor device was set up. The reporter clarified that when the "drill was activated on bony anatomy, the cutter spun out" of the motor device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.